Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. Should additional information be provided a supplemental will be submitted.

Event description:
The event occurred on an unspecified date and involved a universal vented vial spike, clave®. It was reported particulate (characterized as acrylonitrile butadiene styrene (abs) copolymer) was observed in in the cell culture in the amat bag during the activation associated with vial spike w/ clave dual vented IV access. There was no human harm reported